Manufacturer narrative:
Blocks b5 and h5 (impact codes) have been corrected. Block b3: the event date was approximated based on the date the manufacturer became aware of the event block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f23, f2301 and f2202 captures the additional device and intervention to address the stent migration.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct to treat a non-malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) performed on an unknown date. During a routine follow-up, imaging confirmed that the stent had migrated proximally. A plastic stent was placed through the migrated stent to complete the procedure. On (B)(6) 2025, a repeat ercp procedure was performed to remove the migrated stent using forceps. There was no known patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary metal stent was to be implanted to the common bile duct to treat a non-malignant stricture during a procedure performed on an unknown date. During a routine follow-up, it was noted that the stent had migrated proximally within the common bile duct which was confirmed via imaging. The physician attempted retrieval using forceps but was unsuccessful. A plastic stent was placed through the migrated stent to complete the procedure. A repeat endoscopic retrograde cholangiopancreatography (ercp) procedure was performed to successfully remove the stent. The patient's condition following the ercp procedure was not reported.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct to treat a non-malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) performed on an unknown date. During a routine follow-up, imaging confirmed that the stent had migrated proximally. A plastic stent was placed through the migrated stent to complete the procedure. On (B)(6) 2025, a repeat ercp procedure was performed to remove the migrated stent using forceps. There was no known patient complications reported as a result of this event.

Manufacturer narrative:
Blocks d7a and d7b have been corrected. Block b3: the event date was approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f23, f2301 and f2202 captures the additional device and intervention to address the stent migration.